Event description:
The pt reported he experienced a single blood glucose value of 28 mg/dl accompanied by a state of unconsciousness. He was treated with glucagon by emergency medical technicians and transported to the hospital; he was released several hours later using insulin pump therapy with a blood glucose value of 143 mg/dl. The pt reviewed the pump history and reported that the bolus history shows multiple programmed deliveries on the day of the event, one of which he cannot remember. He stated that he uses manual bolus calculations and that he does not always check his blood glucose levels prior to dosing for oral carbohydrates.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.